Event description:
Bayer case number: (B)(4) right and left essure devices had partially perforated the distal end of the tube under the serosa [fallopian tube perforation] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right and left essure devices had partially perforated the distal end of the tube under the serosa") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of appendectomy in 2011, appendectomy in 2010 and past tobacco smoking, cholecystectomy, parity 4 and multigravida. No known allergies. The patient had a family history of diabetes, cancer and asthma. Concurrent conditions were listed as asthma, pelvic pain female, bladder pain, constipation, dyspareunia, pelvic discomfort, uterine pain, anemia, adenomyosis, endometriosis, adenomyosis and pelvic pain female. Concomitant products included oxy (acetylsalicylic acid, acetylsalicylic acid), zofran (ondansetron hydrochloride), prilosec (omeprazole), flexeril (cefixime), ondansetron (ondansetron hydrochloride) and ferrous fumarate. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with tylenol (paracetamol) and ibuprofen as well as surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: bilateral tubal ostia visualized. Four coils outside of right tubal ostia, five coils outside of left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.626 kg/sqm. [Computerised tomogram] (date unknown): suboptimal evaluation of the parenchymal organs and vascular structures in the absence of intravenous contrast. Liver, spleen and stomach incompletely imaged as per radiation sparing protocol. No obstructing calculus.2 mm non-obstructing right renal calculus. No hydronephrosis. Unremarkable bladder [pathology test] on (B)(6) 2013: final diagnosis: a) uterosacral ligament, right, biopsy: changes suggestive of endometriosis b) fallopian tubes bilateral salpingectomy: benign fallopian tubes. Para tubal cyst. Gross discreption: specimen is labeled bilateral fallopian tubes, the specimen consists of tubular pieces of tissue, each with fimbrial end attached, measuring 8 x 1 cm, and 8.5 x 1 cm respectively. Both fragments appear unremarkable. One fragment displays paratubal cyst. Clinical information: resist pre-op diagnosis. Endometinsis. Specimens a) pelvis, right utero sacral ligament endometriosis b) fallopian tube. Bilateral. Bilateral fallopian tubes with essure [pregnancy test urine] on (B)(6) 2023: negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.